Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the first device could not shape or became b formation that was positioned flat on the stapler line. The second device issue was during jejunojejunostomy procedure, the tissue slides through the cartridge after closing the tissue, during firing. It was seen that the cartridge could not cut the tissue, when the cartridge was opened, but at the same time the staplers were placed as formless, over and over. The stapler was fired again using a different reload, as a solution. There was no patient injury.